Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received inappropriate shocks due to for atrial fibrillation with rapid ventricular rate. The patient experienced pain, and the patient's therapy was exhausted. The implantable cardioverter defibrillator (ICD) was reprogrammed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. B5 field was updated to clarify the event and e1 to include title.

Event description:
It was reported that the patient received inappropriate shocks due to for atrial fibrillation with rapid ventricular rate. The patient experienced pain, and the patient's therapy was exhausted. The implantable cardioverter defibrillator (ICD) was reprogrammed. On march-30-2021, additional information was received indicating that the patient received anti-tachycardia pacing therapy (atp) and shocks due to rapid ventricular response (rvr) caused by atrial arrhythmia. This is not considered an isolated event, since it happened before. No additional adverse patient effects were reported.

Event description:
Additional information was received on may-12-2021 indicating that the patient received inappropriate therapy due to potential atrial fibrillation with right ventricular response. This is not isolated event, it has happened before. No additional adverse patient effects were reported. It was reported that the patient received inappropriate shocks due to for atrial fibrillation with rapid ventricular rate. The patient experienced pain, and the patient's therapy was exhausted. The implantable cardioverter defibrillator (ICD) was reprogrammed. On march-30-2021 additional information was received indicating that the patient received anti-tachycardia pacing therapy (atp) and shocks due to rapid ventricular response (rvr) caused by atrial arrhythmia. This is not considered an isolated event, since it happened before. On may-12-2021 additional information was received indicating that the patient received inappropriate therapy due to potential atrial fibrillation with right ventricular response. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. B5 field was updated to clarify the event and e1 to include title.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient's therapy was exhausted due to inappropriate shocks delivered for atrial fibrillation with rapid ventricular rate. The patient experienced pain. The implantable cardioverter defibrillator (ICD) was reprogrammed. No adverse patient effects were reported.